Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the leg, which is off-label usage of the device on (B)(6) 2019. On (B)(6) 2019, the patient noticed a skin reaction at the sensor insertion site. The patient was evaluated in the emergency department on (B)(6) 2019, diagnosed with cellulites and prescribed oral antibiotics. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.